Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411) was returned for investigation. Visual inspection of the returned product identified wear and debris about the implant threads. The product matched print specifications where measured against production drawing. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported patient that the patient came in for follow up and the doctor noticed after taking pano, implant lost bone around it and needed to take it out. The reported complaint of bone loss could not be verified with the information provided.. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that implant (bost411) was removed due to bone loss at site location 30.